Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of a frayed pitch cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the small grasping retractor instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s instrument logs confirmed: system sk1730 during low anterior resection (lar) surgical procedure. Image(s) and/or video clip(s) associated with this reported event were not submitted for review